Manufacturer narrative:
Device eval by manufacturer: returned product analysis revealed one leveen needle electrode was received with its tines in closed/retracted position. No visual defects were noted, the returned product looks under good conditions without evidence of damages or anomalies. Residues were present indicating use and handling. Functional inspection revealed the handle was actuated moving it forward and backward and the tines could be extended and retracted properly without problems or resistance.

Event description:
It was reported ablation was performed in an unintended area. The patient was undergoing radiofrequency ablation (rfa) for treatment of liver cancer. A 2.0/17/15 leveen superslim needle was used and ablation was performed. However, it seemed the ablation was performed in an area slightly above where it should have been. There were no further complications reported.

Event description:
It was reported ablation was performed in an unintended area. The patient was undergoing radiofrequency ablation (rfa) for treatment of liver cancer. A 2.0/17/15 leveen superslim needle was used and ablation was performed. However, it seemed the ablation was performed in an area slightly above where it should have been. There were no further complications reported.